Event description:
Boston scientific corp became aware that during a procedure the physician could not deliver the subject device beyond the proximal m segment. The tip of the subject device could not track beyond the proximal m segment of the middle cerebral artery. At one point the subject device, loaded up with the guidewire, jumped forward several centemeters, then locked-up again. The pt was reported in good condition.